Event description:
Procedure type: ventral hernia repair. According to the reporter: the mesh started to fray and fall apart. The mesh kept tearing when trying to put tacks into it to hold it in place. The barrier was also falling off very easily. They kept putting tacks in and it eventually held in place. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(4) 2011.